Event description:
Treatment of a right unruptured ophthalmic aneurysm measuring 26mm x 11mm. During the procedure, it was reported that the first pipeline was stuck in the capture coil and removed from the patient. A second pipeline was deployed properly, but the final 1/3 of the device would not open and distal access was lost. The pipeline was left inside the patient after failed attempts to retrieve it with an alligator retrieval device and snare. No injuries were reported with the patient as a result of the procedure. Same event was MDR# 2029214-2013-00007.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient.(B)(4).